Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the cartridge was received fully applied. The clip body was received separated from the tracks. Functionally; the tracks and clip body were reassembled and was fired on test media with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. The root cause of the observed condition could not be reliably determined; however, based on observations the most likely root cause for the observed condition was determined to be rough handling after unit was received at the account. A review of the current complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during a lap chole, a clip from the device was fired and separated and fell into the patient. The clip was retrieved from the patient without injury and the case was completed with a new device. There was no patient injury.